Event description:
Additional information was provided that the patient had a driveline infection. The culture was positive on (B)(6) 2023, for 4+ proteus mirabilis (abnormal). Stains were 2+ white blood cells, 1+ gram positive cocci and 1+ gram negative rods. No incision and drainage were done. The patient was on sulfamethoxazole-trimethoprim 800-160 mg per tablet orally 2 times daily for 7 days.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a left ventricular assist device (lvad) patient emailed mechanical circulatory support (mcs) customer service, who was told that their lvad was supposed to be for a bridge to heart transplant. After implant, the patient was not found to be a candidate for heart transplant and had been experiencing infections in and out of the hospital. The patient had asked for the lvad to be removed, however doctors said the lvad could not be explanted without serious adverse health consequences to the patient.